Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly resume device use. This is the final report.

Event description:
The recipient reportedly experienced device migration due to a head trauma incident. The recipient presented with a cut which led to an infection and dehiscence. The recipient did not receive medical treatment. The recipient underwent surgery on (B)(6) 2020, to resolve the dehiscence.